Event description:
This patient underwent a total knee arthroplasty in 2005 at another hospital. In 2008 she underwent a revision of the original procedure due to the locking bar backing out of the original component. The locking pin had actually escaped the joint and was found in the subcutaneous tissue medially. The pin was removed as well as the indwelling poly. The wound was copiously irrigated and a 12 ps plus poly liner was put in place. A new locking pin was entered from lateral to medial by tapping it into position. Dates of use: 2005 - 2008.